Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. The customer performed a system check and reconnected the tubing to the same site. Insulin delivery was resumed.